Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2010; d274drg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular lead triggered a warning for low impedance. The lead remained in use for approximately 20 more months. A lead replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
While the lead continued to be used, the impedance continued to decrease.